Event description:
As reported, patient underwent repair of hiatal hernia with the implant of phasix st mesh. Post implant, patient presented with mesh erosion. No additional information was provided.

Manufacturer narrative:
As reported, the patient experienced mesh erosion post implant of a phasix st mesh used to treat hiatal hernia. The information provided is limited to what was reported, no additional information is available. Based on the information provided, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient's postoperative mesh erosion. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The adverse reactions section of the instructions-for-use, supplied with the device, identifies erosion as a possible complication and states ¿possible complications in hiatal hernia repair may include esophageal erosion and dysphagia related to crural fibrosis." The warnings section states, "for hiatal hernia repair, the use of phasix¿ st mesh circumferentially around the esophagus is not recommended" and "for hiatal hernia repair, the use of phasix¿ st mesh to bridge the hiatus is not recommended." Note, the date of event (24-mar-2026) is considered to be a best estimate and is based on the date of awareness. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.